Event description:
Procedural images received: the review of cine images reveal the guidewire is hung up and doubled over in the first run. The dilator and sheath are then placed over the guidewire, into the sub intimal space. Based on the review of cine images, the dissection appears to have been created prior to placement of the sheath. Cine image review is unable to confirm the cause of the dissection.

Event description:
During a renal denervation procedure, the physician used a medtronic 6f 11 cm femoral sheath. It was reported that the sheath caused a dissection to the right femoral artery on entry. The patient was treated with manual compression. Procedure continued but through the left femoral artery instead. The event was resolved.

Manufacturer narrative:
(B)(4). Results: no results available since no evaluation performed (device or procedural images not returned for evaluation). Conclusions: inconclusive, investigation in progress (device or procedural images not returned for evaluation).

Manufacturer narrative:
(B)(4). Results: unable to confirm root cause of dissection. Conclusions: unable to confirm root cause of dissection.